Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller reported the doctor advised them to increase the settings and inquired assistance. Caller got not found on the patient therapy app and when agent asked for the event date caller didn't provide an event date but did mentioned the caller and their sister helped the patient with their equipment. Caller mentioned they charged the equipment and the implant every other day. During the call caller restarted the handset and communicator. Caller entered the communicator serial number manually and was able to connect to the therapy screen. Agent reviewed information on how to adjust stimulation. Group a program 1 was increased to 5.0. Program 2 was at 4.8. Caller and patient were also having a conversation mentioning that the patient felt a shock in their body or feel the stimulation in the neck. Patient mentioned the stimulation was working and not hurting or anything. Implant was at 80% and communicator was at 100%. Agent reviewed with caller to keep up with charging all devices plus the implant and to avoid powering the communicator or handset off. Agent advised caller to call back if the issue persisted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.